Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump, catalytic converter and oil mist filter were replaced to resolve the haze/mist/vapor issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of a "haze¿ emitting from the sterrad® 100s sterilizer. There was no report of any injuries or human reactions. The customer was advised to discontinue use of the unit until it has been serviced. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Device available for evaluation correction from no to yes. Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist/vapor issue, system risk analysis (sra) and functional analysis. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the haze/mist/vapor issue was reviewed from october 2017 to april 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalytic converter, oil mist filter and vacuum pump were returned and tested. The unit passed the test cycle with no smoke, mist or smell. The reason for the return of the vacuum catalytic converter, oil mist filter and vacuum pump could not be confirmed. The assignable cause of the haze/mist/vapor issue is the catalytic converter, oil mist filter and vacuum pump. The field service engineer replaced these parts and confirmed the sterrad® 100s was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).